Event description:
Plaintiff reports initial bilateral implantation on 4-16-81 with explant unk. Plaintiff alleges "...injuries as a result of... Implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."